Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the ¿up¿, ¿down¿ and ¿ok¿ buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2015 with the following findings: on investigation, the alleged button tactile issue was duplicated. The pump powered up to the verify screen with auditor and vibratory features. The contrast button was unresponsive. Removal of the keypad button cover found contamination under all the button contacts. Unrelated to the complaint, the display had a pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).